Event description:
It was reported that the zoll autopulse was used for a cardiac arrest. During utilizing this equipment the machine stopped chest compressions and displayed a change battery sign. This happened twice during the code with both batteries. I attempted to turn the unit off and pull battery out and place it back in the just in case this might fix the problem as the batteries were changed out during shift change this morning. End result was manual chest compressions had to be utilized to complete the 911 call. Batteries: (B)(4) on, (B)(6) 2010; (B)(4) on, (B)(6) 2011; (B)(4) on, (B)(6) 2012.

Manufacturer narrative:
The autopulse platform and three batteries were returned for evaluation. The reported complaint was not confirmed. No problems were found with the board. Archive data analysis revealed that battery s/n (B)(4) was not properly maintained (i.e. Daily system checks and swaps were not consistently performed, battery was left in the board for nine days). Upon charging this battery, it passed testing. Battery s/n (B)(4) failed testing. Probable cause for battery failing could be due to low power (output was (B)(4) instead of (B)(4)). However, the battery still operated the board. Battery s/n (B)(4) passed testing. The returned autopulse platform was testing with the returned three batteries and the board power on with no issues. No adverse event reported.